Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis received the unit with error code 25479 camera sticking on usm 2. Through system logs and complaint details the correct reportable error should be 25745 and 31088 verified to have happened out in the field but not replicated in house. Multiple instruments and a camera were tested pm the arm with no issues. The usm was also tested on the psc fixture test platform (pftp) and passed all the following tests: fiber test, direction test on the usm and carriage test, cva test, and sine cycle test with no related failures. Fa checked for any type of fluid intrusion or debris throughout the insertion spar and none was found. Through system log error code 25745 known as switch fault produced the p, values = 2, this points to the instrument clutch switch which is the same as the recorded log problem. As a fix the instrument clutch switch will be replaced. As a precaution the axes controller, carriage rfid (accr) an axes controller, carriage logic (accl) printed circuit assembly (pca) will be replaced to accommodate the logged error 31088 for the carriage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) 2. System inspected, tested, and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's complaint history revealed patient identifier (B)(6) is a related record (same issue on a different procedure). No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was conducted by an isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed the following possible related system errors: 25745 (psc button unstable). Additional log review confirmed that system (B)(4) was used on (B)(6) 2022 for a malignant hysterectomy procedure. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was replaced after the completion of the procedure due to error 25745. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that while docking, the customer was unable to extend universal surgical manipulator (usm) 2. Prior to contacting technical support, the customer stated that they reseated the endoscope, sterile adapter, and replaced the drape but issue remained. The customer then power cycled, and the issue was resolved. The customer wanted logs reviewed. The tse viewed logs and noted that during the case prior, the usm 2 had an unstable instrument clutch error (separate sr created) and during this case there was a radio frequency identifier (rfid) error. The tse asked the customer if the issue was with the instrument clutch button and the customer confirmed it was. The tse advised that after the power cycle, the errors should no longer be present. The customer proceeded with the case but would like their field service engineer (fse) to follow up. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.